Event description:
Related manufacturer reference number: 2017865-2023-52033. It was reported that the right ventricular lead exhibited noise. Programming changes were performed. The patient was in stable.